Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Explanted date is unknown. Approximate age of device - 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was hospitalized for the treatment of infection and granuloma at the lower portion of the midline (mediastinal) wound on (B)(6) 2015. It was reported that the pump pocket seemed to also be infected, but not the driveline. The microbial culture tested positive for staphylococcus aureus. The patient underwent debridement and vacuum assisted wound therapy, however the treatments did not work well. On (B)(6) 2016, the patient's chest was opened for cleaning and the washout procedures continued. On (B)(6) 2016, the patient's renal and liver functions deteriorated due to disseminated intravascular coagulation (dic). The patient was started on continuous hemodiafiltration (chdf). On (B)(6) 2016, the patient's pacemaker stopped functioning and the patient passed away due to mediastinitis and multi organ failure. It was reported that the pump was functioning without any issues. An autopsy was performed which reportedly did not reveal any obvious cause or hotbed of infection. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Examination of the inlet tube and the sealed inflow graft revealed loose, unstructured, tissue-like depositions. In addition, loose depositions of clotted blood were present on the body of the rotor. Additionally, a tissue-like deposition was present in the proximal side of the outlet stator surrounding the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Although the deposition did not appear to have originated in this location, contact marks were observed on the outlet bearing cup, indicating that the deposition was likely present for an undetermined amount of time while the pump was supporting the patient. A specific cause for the development of these depositions and a correlation to the reported infection could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended and a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Bleeding and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.